Event description:
It was reported that when door is open while in use, it does not alarm. Customer did open the h-31b to try and troubleshoot. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received device in good condition. During visual testing, the reported complaint was confirmed. It was observed that customer attempted to repair but was unsuccessful. Could not confirm customer reported reason as the air detector was received damaged. Additional issues were also found; the air detector mount block, right and left door mount were damaged. Replaced mount block, right door mount, and left door mount. Installed tempcheck test fixture. Measured temperature and it was within tolerance. Device all passed all functional and electrical tests.